Manufacturer narrative:
Philips investigated this complaint. A malfunctioning lateral image processor (ip) pc caused the reported issue. The analysis of the defective ip pc showed that the malfunction was due to the motherboard of the ip pc. The lateral image processor (ip) pc was replaced and after this replacement the system is in good working order. Analysis of the replacement rate for the lateral image processor (ip) pc did not show any negative trend. No further action will be taken. During the investigation philips has confirmed that there was not injury to the patient. The procedure was continued one month after the reported malfunction. Based on this information, this reported complaint is not an adverse event report but a product problem report. This case was initially reported as serious injury as philips did not have any information on the patient outcome.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer contacted philips application support and stated that during a case they had to reboot the system 3 times. System came up on the fourth try while on the phone with philips application support, but they were not able to make x-ray. The patient was put under sedation before start of the procedure. When the doctor cancelled the procedure the patient was taken out of sedation. Philips did not receive any further information about the patient outcome.